Manufacturer narrative:
Philips has investigated this complaint. Philips filed service engineer (fse) inspected the system and confirmed that fluoroscopy not possible using the foot switch in the examination room. Field service engineer (fse) confirmed that the malfunction occurred because the previous reported same malfunction was not fixed, these two event were the same issue and final solution was executed in this case. Which resolved the problem. Based on the available information, it is concluded that there was a connection problem between the wireless footswitch and wireless base station. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction/field safety corrective action by providing customers with a medical device correction/ field safety corrective action (2022-igt-bst-011). The correction has been implemented and the system has been returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that during examination fluoroscopy was not possible using the foot switch . The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.